Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 failed. A field service engineer (fse) replaced a new inseparable, then reseated and inspected all cables. The fse also replaced the missing or damaged slide bumpers in auxiliary drawers. The customer tested the unit and confirmed there were no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, 9west drawer 6 failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.